Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 5.0 mm va locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery. During the surgery, the hardware was removed from the patient's femur and used ria to get bone graft from operative femur due to a nonunion from the previous surgery. Surgeon revised femur using a universal femoral nail, and a va condylar plate. He then put in bone graft collected from ria in the nonunion site. The procedure was successfully completed. The patient's surgery was revised. This complaint involves (14) devices. This report is for (1) unk - screws: 5.0 mm va locking. This report is 11 of 14 for (B)(4).